Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v187043, implanted: (B)(6) 2009. Product type: lead: product ID: 3037, serial#: (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient had gone to the bathroom six times between midnight and the report time. She felt that she wasn't emptying her bladder fully, and had some leakage and wasn't always able to make it to the restroom. The patient had her left knee operated on and replaced at her skilled nurse facility. The patient had a "foley" catheter removed on (B)(6) 2012. Her physician took her vitals. The patient was not able to empty like she felt she should; her urine was very clear. The patient increased her stimulation "quite a bit" and wondered if that had something to do with her symptoms. At one point, her device was turned off for four days before returning to the same program at "a higher level." The patient did not have problems before her surgery and did not require the use of a catheter as "things were working fine." The patient felt full and thought by raising her stimulation higher that it would correct the issue. Additional information received on 17(B)(6) 2012 reported that the patient does not have concerns with her device or therapy.